Manufacturer narrative:
(B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the atrial channel and determined to be far r wave oversensing due to ventricular pacing which caused inappropriate mode switching. Only two episodes were observed. Continued monitoring or programming changes to sensitivity were recommended. The patient was being monitored. There were no reported patient symptoms or consequences.